Event description:
It was reported that patient had a bad seizure where they tried using the magnet, but it seemed to get worse and lasted a long time. The family thought it was more like a grand mal, which is not her common type of seizure activity. The seizure lasted for what seemed to be 10 minutes. The magnet did not abort the seizure. The mother who was swiping the magnet said that she swiped the magnet one time, and may have left it over too long on the second swipe. They ended up calling an ambulance and she went to the ER. Patient also had a seizure in the hospital, but this was more like her normal seizures without convulsing. The hospital didn't find anything new that would have caused it and referred the patient to their neurologist. Patient was discharged the same day. The family thinks it is probably the most severe seizure she has had. The patient's mother said that patient recently had device titrated up and was unsure if it was related to seizure. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.